Event description:
The patient stated she went to the hospital with blood glucose readings of over 700mg/dl. She stated that at 1 am her son caught his foot in the infusion tubing causing it to fall on the floor and her display was broken along with a piece of the bottom of the infusion device. She stated she could see and electronic error (e7) on the screen and she heard several beeps. The patient stated that at 3am that same morning she woke up vomiting and her blood glucose measured "hi" (over 700mg/dl) on her blood glucose meter. The patient was taken to the hospital at 4am and she was given fast acting insulin to lower her blood glucose. She was released an hour and a half later and her blood glucose returned to normal, 80-120mg/dl. Product was requested to be returned for evaluation.